Event description:
My father, who lives with me, had a defibrillator implant done by dr. In 2007 at hospital. I have learned that there is a recall of such medtronic device; however, my father has never been notified of such a recall. In fact, evidently, neither drs have been notified. I have been trying to obtain more info on this recall from medtronic, as well as from drs, without any success so far. As you would understand, I am extremely anxious to learn all pertinent details about the recall. I would appreciate any info that you can give me as soon as possible.